Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was removed and replaced during the same procedure when a damage/stripe on the lens (iol) was observed. In a follow-up, the nurse reported the incision was enlarged to remove and replace the lens and surgery was delayed by at least 15 minutes, more than double the usual time.